Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection or placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient had si joint pain relief post-op, but complained of new radicular pain. The surgeon determined that the most cranial implant had breached the neuroforamen and was impinging on the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the implant. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.